Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12b29043, h12c30049, h12d30047 and h12g09010 and no exceptions were observed that were related to the reported condition.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, with supplemental information by a nurse, in the USA. This report is of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. Treatment was not reported. The patient reported that he was not familiar with the dates of hospitalization as he was in and out of the hospital. On (B)(6) 2012, the patient was hospitalized for an unknown indication. The nurse stated that the patient was not in the hospital at that time for the peritonitis. On an unreported date the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.